Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) of 2005. A type ii lesion was identified in the right carotid artery. The reference vessel diameter was 8mm and the lesion length was 15mm. There was 50% stenosis as measured via nascet. The target vessel was non-tortuous. There was no thrombus, no ulceration, no dissection and no pseudo aneurysm present. No calcium was present. Cerebral protection was used during the procedure, filterwire ex (190 cm long). A 30 mm long nexstent monorail was delivered and successfully placed at the intended site using a maverick xl balloon dilatation catheter. Atropine 1ui and nootropil 9g were used during the procedure. The procedure was a technical success and there were no operative or perioperative complications. The stent was successfully placed at the intended site and there was successful use of the cerebral device. Residual stenosis was 0-29%. Post-procedure the stent was patent with a residual stenosis of 0%. The post-procedure medication was plavix 1x1. The patient was asymptomatic and there were no complications less than 24 hours after the procedure. There were two follow-up visits reported. The first was in (B)(6) of 2005. The stent was patent and there was 0% residual stenosis. The patient was asymptomatic and had no complications or adverse events. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The second visit was in (B)(6) of 2006. The stent was reported to be patent. There was 100% residual stenosis. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient was asymptomatic but there was a complication since the last visit that was listed as a stent occlusion with the comment the patient was asymptomatic.